Event description:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter and test strip passed all testing for the reported issue. The error could not be reproduced. Unrelated to the primary issue, the test strips were found to have an error 4 issue. This complaint is being reported due to the alleged error 4 issue discovered during a bench failure. Device returned to mfg date: meter- (B)(6) 2013, test strips- (B)(6) 2013.

Manufacturer narrative:
Follow-up #2 (6/20/2013) -device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter passed all testing with no faults found; the complaint was not reproduced. The complaint regarding the test strips was not confirmed, and the strips passed testing. However, unrelated to the original complaint, the strips produced an "error 4" message when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.